Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the user did not deactivate the co2 prior to disposal. The IFU states: "upon completion of procedure, depressurize device by rotating activation knob counterclockwise until co2 cartridge depressurizes completely." If the device is left with the co2 activated for an extended period of time "mechanical creep" of the material is possible resulting in a sudden discharge of co2, damaging the device. This is the most likely cause of the event. The device should not be left under pressure. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user did not deactivate the co2 prior to disposal, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
A patient underwent an egd procedure on (B)(6) 2024 in which the cook hemospray endoscopic hemostat was used. The device worked as intended and the procedure was performed as intended and went well. The hemospray device was placed in a sharps container. On (B)(6) 2024, five (5) days after the procedure, the hemospray device discharged while in the sharps container and left a dent in the wall. Confirmation was received that the customer did not deactivate the canister post procedure before placing in the sharps container. This occurred post patient contact. According to the initial reporter, there was no harm or injuries to anyone and no one experienced any adverse effects due to this occurrence.